Event description:
It was reported that the customer had a car accident the past november and the cause of the event was the difference between the sensor and the blood glucose readings. Apparently, she got into the car and had very low blood glucose. The customer did not measure and assumed that the sensor reading displayed on the insulin pump was correct. The customer's driver license was revoked. The caller stated that since then she has troubles with the sensor and blood glucose readings. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.